Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Upon examination, a broken thermostat terminal was discovered to be the source of a 1/4" burn hole in the pad. The condition of the pad suggests that a significant force was applied to the thermostat terminal resulting in the break. The force most likely came from folding and pressing the pad (like in a recliner). A CAPA project is complete to improve this issue.

Event description:
It was reported the fabric foundation of the unit was burned by an internal component.